Manufacturer narrative:
Manufacturing site: asahi intecc (B)(6). (B)(6) registration number: (B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of historical records found no indication of product deficiency. It was inferred that anatomical condition and/or wire manipulation technique most likely contributed to the reported perforation. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that an asahi 0.014 inch guide wire was delivered to the pulmonary artery with a non-asahi berman catheter with end holes during a pulmonary valvuloplasty to treat a severe pulmonary valve stenosis. Due to tip deformation, the guide wire was replaced with a new asahi guide wire of the same brand. The new guide wire was manipulated to deliver a non-asahi ped catheter when the guide wire perforated the peripheral pulmonary artery and the patient developed cardiac tamponade. Thoracotomy was performed to place a drain using percutaneous cardiopulmonary support system. The patient has been hospitalized for treatment as of (B)(6) 2019.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.